Event description:
The report stated that one of the electrodes on the jaws of the ligasure atlas handpiece detached during use. The electrode fell into the pt cavity and was retrieved.

Manufacturer narrative:
The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.